Manufacturer narrative:
Implicated product is port with attachable 8.0 fr. Catheter. Product received for eval is port, loose 8.0 fr. Catheter segment and loose cath-lock. Port has 0.35 inch length of tubing fitted over port stem. Proximal end of this tubing segment is flared against port stem base. 3-dot depth marker is located at proximal end of this tubing and is actually partial 5-dot depth marker interrupted when tubing was cut to length during placement. Distal tip of port stem protrudes slightly (<0.1 inch) from tubing. Loose catheter segment measures 9.7 inches long. 4-dot depth marker is most proximal at 1.45 inches distal to proximal end. Blood and serous residue is visible within loose catheter segment's lumen. Cath-lock is grossly unremarkable. Lot history review reveals no related mfg issues and no similar complaints for this lot. No leaks are noted as catheter's distal tip is occluded and tubing is pressurized hydraulically to sustained pressures greater than 25 psi. Complaint of subcutaneous tubing break and embolization is confirmed, user-related. Damage to tubing found at port/catheter joint was result of incomplete cath-lock application over catheter/port stem joint. Product instructions for use provides illustrated directions for correctly completing port/catheter joint and engaging cath-lock.